Event description:
It was reported after using bd a-line¿ there was a hole/crack in the plunger of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one used sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged - cracked plunger was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged - cracked plunger with the unknown lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode damaged - cracked plunger. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.